Manufacturer narrative:
The MFR did not receive the affected device as the pt has not been revised yet. A planned revision has been confirmed. No event has been reported. Since the date of the implantation was not provided, this case will be handled as a case that might be related to the issues for which zimmer implemented a correction in july 2008. Should add'l info becomes available, an updated report will be submitted. (B)(4).

Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by the pt's spouse that she is due to have a revision surgery on (B)(6) 2013. However, no info was provided regarding the original implantation date, product identification or the reason for the planned revision.